Manufacturer narrative:
The investigation determined that higher than expected vitros cerebral spinal fluid (csf) glucose (glu) results were obtained from vitros liquid performance verifier (lpv) level 1 fluid processed using vitros chemistry products glucose (glu) slides on two different vitros 5600 integrated systems. An assignable cause for this event was not discovered. Precision testing used to assess the performance of the vitros 5600 integrated system was within acceptable limits. Furthermore, two different vitros 5600 systems were affected; therefore, an instrument related issue did not likely contribute to the event. Additionally, with regards to both accuracy and precision, vitros glu slide lot 0044-0949-0112, tested on csf samples, was performing as intended. Because the precision test indicates the slide lot was performing as intended and quality control levels were acceptable prior to the event that occurred on (B)(6) 2018, a slide related quality issue is not likely a contributor to the event. However, it is possible that improper cartridge handling and/or improper fluid handling protocol contributed to the event and could not be entirely ruled out. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros glu slide lot 0044-0949-0112 tested on serum/plasma or csf samples.

Event description:
A customer reported higher than expected vitros cerebral spinal fluid (csf) glucose (glu) results obtained from vitros liquid performance verifier (lpv) fluids processed using vitros chemistry products glucose (glu) slides on two different vitros 5600 integrated systems. Vitros lpv I lot d6163 results of 2.76, 2.79 and 2.76 mmol/l vs. The expected result of 2.47 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no indication that vitros csf glu patient results were questioned by clinicians and there were no reported allegations of patient harm as a result of this event. This report is number 1 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).